Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was in bed when he started to feel dizzy, lightheaded, and nauseous. The patient¿s cgm was reading 40 mg/dl. The patient¿s bg meter was not working; therefore, no bg meter comparison value was taken. The patient went to the emergency room for evaluation. At the ER, the patient¿s bg meter reading was 164 mg/dl and the cgm was reading 40 mg/dl. Around 245pm, the patient¿s bg meter reading was 149 mg/dl and the cgm was still reading 40 mg/dl. The patient was treated with IV fluids (saline). By 335pm, the patient¿s sensor had failed. Around 730pm, the patient¿s bg meter reading was 68 mg/dl, and the patient was given a turkey sandwich and apple juice to eat. The patient was then discharged after approximately 5 hours. The patient was ¿okay¿ at the time of report. Data was evaluated, and the allegation was undetermined. The probable cause could not be determined via data. There were not complete sets of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the c zones of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.